Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection set, customer found mold on one (1) cap. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. Three customer photos depict foreign material on the hemogard shield. Additionally, 30 retained samples underwent visual inspection for foreign material, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - other. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection set, customer found mold on one (1) cap. No patient or user impact reported.